Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s). The images were reviewed, and the complaint condition could be confirmed as the distal tip of the driving cap was broken. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket # 345154 as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.010.523, lot: l793984 (l703984 lot is unknown at synthes gmbh as reported), manufacturing site: bettlach, release to warehouse date: may 22, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while doing a femoral recon nail trauma procedure, the threaded tip of driving cap was breaking off the driving cap and became lodged in the radiolucent insertion handle femoral recon nail. After this occurred, the trochanteric fixation nail advanced (tfna) insertion set was opened and the driving cap from that set placed inside the threaded hole of the femoral recon nail aiming arm without being threaded into the aiming arm. The case was able to be completed but this ultimately led to the failure of the driving cap from the trochanteric fixation nail advanced (tfna) set for future use. It is unknown if there was a surgical delay. It is unknown if procedure was successfully completed. There is no patient consequence reported. Concomitant device reported: radiolucent insertion handle frn (part# 03.033.001, lot# l750731, quantity 1). This complaint involves two (2) devices. This report is for (1) driving cap/threaded. This report is 1 of 2 for (B)(4).